Event description:
It was reported that in the operating room during "cares", the brown hub came off the extension line of the catheter placed in the 85 y/o female pt's jugular. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).